Event description:
Boston scientific received information that the patient with this device system was presented with chest pain of an unknown nature. Upon device interrogation, the left ventricular (lv) lead was found to be capturing in the atrium and had dislodged. The right atrial (ra) lead was found to be non-functional. A revision procedure was performed to reposition the dislodged lv lead. During the procedure, it was found that the ra lead had pulled back slightly, resulting in dislodgement. The ra lead could not be fully extracted and was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.